Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical and/or chemical stress was applied to the device during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii bronchovideoscope had shearing of coating at point of articulation (7cm from tip) + some marks towards camera end. The issue was found during an unspecified intubation procedure. The user facility completed the intended procedure with another similar device. There was an approximately 15-minutes delay and deeper anesthesia was needed until an appropriate bronchoscope was ready. No additional treatment was required for the patient. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: insertion tube has coating peeling.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insertion tube has coating-peel off. Additionally, the bending section cover adhesive was worn and cracked. Due to the wear of angle wire, bending angle in down direction did not meet the standard value. And the number of uses was 101. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.